Event description:
In an abstract titled "balloon kyphoplasty in the treatment of metastatic tumors in upper thoracic spine", the following was reported: 14 pts underwent balloon kyphoplasty through posterior approach for management of metastatic tumors in upper thoracic spine (t1-t5). Pmma cement extravasations were observed in 3 out of 30 treated vertebral bodies (10%) without any consequences. It was confirmed that hv-r bone cement was used for the procedures. No additional information was reported.

Manufacturer narrative:
Report source: article titled "balloon kyphoplasty in the treatment of metastatic tumors in upper thoracic spine", mohammed eleraky md, phd; kiesha m katsares arnp; matthias setzer; mandy sullivan rn; frank d. Vrionis md, phd. Method: device not returned; f/u with author.